Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that a defective fan on the monitor side could be a possible cause. However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed and found that fan was working properly. In addition, there were deep scratches on the top cover of the housing exposing the metal, the connections had worn out socket slider switch which can cause intermittent use of high intensity mode, the iris printed circuit board was stuck intermittently, and the lamp life meter was reading at 300+hours, light intensity output measured out of range. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a fan error upon plugging in the light source and the camera. The issue was found during preparation for a therapeutic cystourethroscopy procedure. The procedure was delayed for about 15-20 minutes due to equipment exchange. The procedure was completed using a similar device. There were no reports of patient harm.